Event description:
The complainant reported that during impella 5.5 support for 56-year-old male patient, the impella position was noted to be 3.7cm. Therefore, repositioning to 5cm was recommended. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue and placement signal issue has been completed. The device was not returned for evaluation. Data logs were not returned. However, clinical information provided is sufficient to determine the root cause. According to the clinical, on the 9th day of impella 5.5 support ps and lv curves were lost when increasing the p-level from p8 to p9. A placement signal not reliable alarm was recorded and no attempts were made to resolve the issue. It was also noted that the impella was positioned at 3.7cm. A recommendation was made to move the pump to 5cm followed by the decision to leave the pump in the patient. The cause of the optical signal issue could not be determined because no product or logs were returned and not enough information was given. The most likely cause of the positioning issue was use related.

Manufacturer narrative:
B5 updated to include optical signal issue. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-07678. B7 other relevant history, including preexisting medical conditions updated. D6a/d6b updated with additional information. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and g1 manufacturing site fax number updated.

Event description:
The investigation uncovered placement signal issues.